Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of not being able to push insulin out during priming. During troubleshooting, customer reported that the screen went blank. Customer was advised that if insulin pump alarmed and was not attended to, that batteries would run out and display screen would go blank. While assisting customer with priming, customer received a no delivery alarm. Customer's blood glucose was unknown. Customer was able to completed troubleshooting, due to needing to leave for a dialysis appointment.